Event description:
User experienced erratic calcium results. Approximately 10 patient samples were effected. The customer only provided information for the following patients: patient 1: initial calcium of 2.8 mg/dl, repeated as normal. Patient 2: initial calcium result of 6.9 mg/dl, repeated as 9.2 mg/dl. The two previous mentioned samples were not reported. For the following samples, 2 results had to be corrected: patient 3 initial calcium result of 7.5 mg/dl, repeated as 9.8 mg/dl (this result had to be corrected). Patient 4: initial calcium result of 7.7 mg/dl, repeated as 9.6 mg/dl (this result had to be corrected). Patient 5: 4.2 mg/dl, repeated as 9.5 mg/dl. Patient 6: 7.3 mg/dl, repeat 8.6 mg/dl. Patient 7: 6.9 mg/dl, repeat as 9.2 mg/dl. No information provided to determine if results that were reported were used to guide therapy. The field service rep determined the reagent nozzle was plugged. The instrument was repaired. The user reports no further occurrences.